Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The infusion set was changed multiple times. Blood glucose was 285 mg/dl. As the supplies were changed, tandem technical support was unable to determine a possible cause of the occlusion.